Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17679. It was reported that the patient presented at the hospital on (B)(6) 2019 due to the device being damaged and exposed. Infection was suspected but not confirmed. The cause of the pocket erosion and infection is unknown. The pacemaker and lead were explanted on (B)(6) 2019 and a new system was implanted on (B)(6) 2019. The patient was stable.